Event description:
It was reported that the keypad button presses did not activate desired pump functions. The patient reported that the down arrow button had to be pressed multiple times and with excessive force for a response. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump was returned to animas. The results of the investigation were as noted: the keypad appeared intact with no lifting or peeling observed; however, testing confirmed the down and backlight buttons were intermittently unresponsive when pressed. When the keypad was removed there was evidence of adhesive/contamination found under the key contacts.